Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse performed full v60 preventative maintenance (pm) per service manual rev-r. The unit successfully passed performance verification tests and is ready for use. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00416. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is showing a leak alarm. The device was in use on a patient at the time the reported issue was discovered. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending.